Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the de novo pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after transeptal with non-boston scientific device was done and difficulties accessing left atrium with faradrive was noted. Septum was dilated with non-boston scientific device, which did not help. The crossing was attempted more than 4 times. The physician tried to cross with strong force. Changed to a new faradrive and access was successful. No patient complications have been reported. The product is expected to be returned.